Event description:
A non-healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation, the patient experienced vision difficulties. The patient found it difficult to make phone calls as the patient could not see well. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).